Event description:
Oncology out-patient clinic nurse called today to report patient's 5-fu infusion pump and/or tubing seems to have malfunctioned. Patient is in the clinic and IV bag appears to be completely full after about 39 hours of infusion while residual volume on pump reads 107 mls (initially 207 mls) for a 96 hour 5-fu infusion. Product: start date/time = monday, (B)(6) 2013, 6:30 pm, continuous infusion of 5-fu at 2 ml/hr for 96 hours using the body guard 323 electronic infusion pump. On wednesday, 9am, after 39 hours of infusion, the bag appeared to be still full but the pump was still pumping as shown on the screen.